Event description:
It was reported that the insulin pump gave an error alarm during the manual prime. The insulin prime. The insulin pump also alarmed motor error during the basal rate delivery. The insulin pump was not exposed to high magnetic field. Advised the caller that the insulin pump would be replaced.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to a loose motor support disk. The motor was tested outside of the device, and passed. Unable to perform the prime test due to the motor error alarm.